Manufacturer narrative:
G2: the country of the event is ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were unable to charge and they decided to replace the ins in ambulatory care yesterday (B)(6) 2024. They found that her ins was at the appropriate depth and faced the correct way. The manufacturer representative (rep) was able to successfully charge it on the table after several cycles, but to avoid this occurring again they implanted a new ins in a new location. There were no known environmental, external, and patient factors that may have caused the event. The issue was resolved at the time of the report. Surgical intervention occurred with the ins replacement. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
H3: the ins, model#: 97715, serial#: (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing and functional testing. No recharging or coupling issue was observed. The ins passed, functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.